Event description:
The report received indicated that the pt underwent successful stenting of a lesion in the right internal carotid artery. However, after the stent placement while the angioguard was in place, the pt experienced hyper perfusion symptoms. Therefore, to control the blood pressure a hypotensive drug was administered for two days and the symptom was recovered. The pt was discharged from the hospital now. Further info indicated the target vessel did not present calcification; however, there was moderate tortuousity and presented 90% stenosis. Both the angioguard's delivery, and the precise stent placement were achieved without complications.

Manufacturer narrative:
The complaint received states that following carotid stent implantation, the pt experienced cerebral hyperperfusion syndrome. The pt is a 79-year-old male with unk medical history. The target lesion was right internal carotid artery described as moderately tortuous with 90% stenosis. An angioguard was inserted, tracked, deployed and retrieved without reported difficulties. One precise stent was implanted without reported difficulties. After stent implantation, while the angioguard was still in place,the pt experienced cerebral hyperperfusion syndrome. Antihypertensive medication was administered to treat the symptoms of the cerebral hyperperfusion. The pt was discharged from the hospital and no further report of injury to the pt was received. The device was not returned for evaluation. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Three units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Process monitoring: no excursions were found for device. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. There is no evidence to suggest there were any mfg issues that contributed to the reported event. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty, and intracranial angioplasty. Estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. (Cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre-and postoperative hypertension. This is one of two products involved in the same pt and reported under mfg numbers: 1016427-2008-00271.